Manufacturer narrative:
Due to character restrictions in block e1 event site name: ben taub general hospitala supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while in use, the cardiosave intra-aortic balloon pump (iabp) unit stopped pumping and was going into standby. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse inspected the unit and found that the drive manifold was not passing the leak test. The fse disassembled and lubed the o rings, but this did not resolve the issue. The fse replaced the drive manifold assembly, which resolved the issue. The fse completed all tests successfully, and unit was returned to the customer and cleared for clinical use. The failure analysis and testing department received the following parts associated with this complaint: pn: (B)(4) sn: (B)(6) 23_asco drive manifold assy, this part was received with a reported unit failure message of failed leak tests. Performed visual inspection of this part received and part looks be in condition. Installed the drive manifold assy, into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department performed all manifold tests and drive manifold leak tests failed with result of vacuum diff pressure 26 mmhg; the factory specification is for vacuum leak diff prs. +-25 mmhg. The failure analysis and testing department verified the failure message of drive manifold would not pass the leak tests. Drive manifold assy, failed testing. Sending drive manifold assy, to the supplier for failure analysis as per procedure.

Event description:
N/a